Event description:
It was noted that the same error message on the clinician programmer said out of range (oor). It was noted that the patient was experiencing tingling and pain at the incision site.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported there was no stimulation sensation. Patient had been implanted with new lead and implantable neurostimulator (ins) the previous day. In recovery the patient had felt stimulation at 2.0 volts where they needed to. The day of report the patient was not feeling any stimulation with an amplitude of 10 volts and using multiple electrodes. It was noted the patient had turned stimulation off for a night and when they turned stimulation back on they could not feel anything. There was no known accident or incident related to the event. When the stimulation was turned up the patient felt tingling at the incision site. Lead configuration was correct and impedance measurements were normal. Ins battery was completely full and there were no telemetry issues with external devices. It was noted nothing abnormal occurred during the procedure. There was an alert on the clinician programmer saying that delivered amplitude may be lower than programmed amplitude due to low impedance. Follow up reported the patient's lead "pulled" out of the epidural space. It was noted that this was the cause of lack of stimulation. X-ray confirmed movement of the lead. It was noted a revision was scheduled for the following day. It was also clarified that the patient had been feeling stimulation near their paddle site and not at the ins pocket site. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information indicated that the patient was receiving effective therapy after the lead revision five days prior to the report, on (B)(6) 2013.

Manufacturer narrative:
(B)(4).